Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited infection and vegetation on the lead. A revision was performed and the implantable cardioverter defibrillator (ICD) along with the right atrial (ra) lead were explanted. The rv lead was surgically abandoned. Additional information indicated that the distal portion of the rv lead was unable to be detached from the tissue after multiple attempts with mechanical extraction tool and snare. The explanted lead remnants were kept at the hospital for cultures due to vegetation on the leads, and the field clinical representative was unable to return the leads. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.